Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the rear response button switch was defective. In addition, corrosion was found inside of the monitor. The root cause for the defective rear response button switch could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.